Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been losing functional electrode channel due to "hi" status since (B) (6) 2008. Testing on (B) (6) 2009 reveals "hi" status on electrodes 1, 9, and 11 with now the addition of "sc" on electrodes 2 and 3. Child had been using a 5 channels map with success, but a decline in performance is not evident despite reprogramming.